Manufacturer narrative:
PMA 510k cannot be determined; device is unknown. UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, instability, loosening and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 152 months after a total replacement procedure, the patient has experienced loosening, instability, ambulation difficulties, discomfort, joint laxity, pain, and swelling/edema. Initial surgery operative notes were provided. It was noted the patient will likely require a right knee revision surgery to address prosthesis wear. No known revision planned or date at time of this reporting. No additional information is available.